Event description:
The following literature article was reviewed, published online on july 23, 2025: hind, j., casswell, e.j. And wickham, l. (2025). Clinical outcomes and complications during introduction of a four-point trans-scleral gore-tex suture fixated intraocular lens technique in a teaching hospital environment. Eye. 39(14), pp. 2694-2699. Doi:10.1038/s41433-025-03920-0. The aim of this retrospective study was to evaluate clinical outcomes and postoperative complications following four-point trans-scleral fixation of intraocular lenses (iols) using 8-0 gore-tex® suture at a large tertiary eye hospital. Procedures were performed by both attending surgeons (41 cases) and ophthalmology fellows (64 cases). The study included 106 patients (mean age of 63 years old, 76 males) that underwent insertion of a gore-tex® suture sutured, scleral fixated intraocular lens between april 2019 and may 2023. The majority of patients (103/106) received an akreos ao60 lens fixated with gore-tex® suture. The follow-up period ranged from 10 to 200 weeks, during which postoperative complications included 8 suture-related issues. Suture-specific complications involved two separate cases of exposed gore-tex® suture: one requiring conjunctival resuturing (n = 1) and a second, more severe case requiring lens explantation due to localized scleral thinning attributed to inadequate suture rotation. Additional suture-related issues included knot repositioning for granuloma or inflammation (n = 4) and suture rethreading (n = 2). The authors also suggest the possibility that the case of gore-tex® suture exposure may have been related to operator technique, as the majority of procedure and most suture-related complications occurred in cases performed by fellows. They emphasize that these suture-related complications may have been technique-dependent; with issues such as inadequate rotation or burial of suture knots contributing to early postoperative problems. Most suture-related complications occurred within the first three months, consistent with a learning-curve effect.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: mean age among the patients was reported to 63 years old. A3: the majority of the patients are men. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Gore has made multiple attempts to acquire additional information to classify a specific device problem, implant dates, device identification, patient details/treatment, as well as clinical perspective of the gore device in relation to the reported event from the corresponding author. The author has not provided any additional information. Review of the manufacturing records could not be performed as a valid lot number was not provided. Neither images enabling direct assessment of product performance nor products were returned for evaluation, therefore, a device evaluation could not be performed. This complaint was initiated based on a reviewed literature article, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. The author suggested in the publication, that the possibility of gore-tex® suture exposure may have been related to operator technique, as the majority of procedure and most suture-related complications occurred in cases performed by fellows, hence, some of the reported complications could be related to the procedure. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.